Event description:
It was reported to boston scientific corporation, that a rotatable snare was used during a polypectomy procedure within the large intestine on (B)(6), 2009. According to the complainant, after the snare was successfully used to remove the polyp, the active cord connector of the snare (which connects the snare to the generator), popped off while the snare was being removed from the scope. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).